Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there were approximately 8-11 air bubbles in the customer's reservoir. The patient's blood glucose at the time of incident was 300 mg/dl. A set change was performed but the air bubbles persisted. Additionally, the customer was hospitalized on (B)(6) 2016 due to a high blood glucose of 420 mg/dl. The patient was on the borderline of diabetic ketoacidosis. At the ER, the hospital staff treated him with insulin. Other than the insulin, the customer did not receive further medical assistance. The reservoir was not returned for analysis.